Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and mode switch due to suspected, but unconfirmed, insulation damage were noted on the right atrial (ra) lead. Provocative testing was performed, however, noise was not reproduced. No intervention was performed. The patient was stable and will continue to be monitored.